Event description:
It was reported the programmer will not power on. Six different power outlets and two different power cords were tried. The programmer and analyzer were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer will not power on. Six different power outlets and two different power cords were tried. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification, as a result it was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, rf (radio frequency) head; product ID: 229047, analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.